Event description:
Healthcare professional reported as "leakage on the port." Follow-up findings: surgeon noted, "port with short connection with the tubing therefore leak probability in the long run almost obligatory, the event concerns the original port."

Manufacturer narrative:
Strain relief. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The serial number is not known by the physician. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band my occur due to leakage from the band, the port or the connector tubing."